Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ("medical device removal") in a 52 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of bypass surgery in 2010 and anal fissure excision, gravida ii, miscarriage, depressive syndrome, capsulitis of shoulder and body mass index normal. On (B)(6) 2009, the patient had essure inserted. In 2018 she experienced trigeminal neuralgia ("she has suffered neuralgic pain in the trigeminal area and anaemia") and anaemia ("anaemia"). On (B)(6) 2023, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced asthenia ("asthenia"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to trigeminal neuralgia, anaemia, asthenia or medical device removal. The reporter commented: these symptoms are potentially due to essure. Thus, the female patient requested removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.304 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ("medical device removal") in a 52 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of bypass surgery in 2010 and anal fissure excision, gravida ii, miscarriage, depressive syndrome, capsulitis of shoulder and body mass index normal. On (B)(6) 2009, the patient had essure inserted. In 2018 she experienced trigeminal neuralgia ("she has suffered neuralgic pain in the trigeminal area and anaemia") and anaemia ("anaemia"). On (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). On unknown date she experienced asthenia ("asthenia"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2023. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to trigeminal neuralgia, anaemia, asthenia or medical device removal. The reporter commented: these symptoms are potentially due to essure. Thus, the female patient requested removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.304 kg/sqm. Quality-safety evaluation of ptc: for essure: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. The most recent follow-up information incorporated above includes data received on: 20-mar-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ("medical device removal") in a 52 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of bypass surgery in 2010 and anal fissure excision, vaginal delivery, miscarriage, depressive syndrome, capsulitis of shoulder and body mass index normal. On (B)(6) 2009, the patient had essure inserted. In 2018 she experienced trigeminal neuralgia ("she has suffered neuralgic pain in the trigeminal area and anaemia") and anaemia ("anaemia"). On (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced asthenia ("asthenia"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to trigeminal neuralgia, anaemia, asthenia or medical device removal. The reporter commented: these symptoms are potentially due to essure. Thus, the female patient requested removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.304 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.